Event description:
Product analysis for the handheld was completed and approved on (B)(4) 2015. An analysis was performed on the returned handheld and no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. The handheld was received with a serial cable, v8.1 flashcard, and with the main battery depleted. The handheld's main battery was fully recharged successfully using the power supply adapter. The power button light on the handheld was amber and then later turned green giving the indication that the main battery was fully charged. Interrogation and diagnostic tests were performed successfully with no observed anomalies using a 102 generator. Product analysis for the software was completed and approved on (B)(4) 2015. An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was reported on 06/11/2015 that the physician's programming system was not working. A hard reset was performed which did not resolve the problem. It was stated that the device was dead and would not power on. The issue has been occurring on and off for about one or two weeks. It was also stated that the programmer turned on when plugged in but shortly after being unplugged it shut off. The hand held and software were received for analysis on 06/29/2015. Analysis is underway but has not been completed to date.